Manufacturer narrative:
Complaint no: (B)(4). The device was not received and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link standard bore extension set¿s tubing separated from the one link luer. The separation resulted in the patient losing an unknown about of blood. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.